Manufacturer narrative:
(B)(4).date received by manufacturer - correction - please note that the first report submitted under (B)(4) was submitted incorrect. This follow-up report is to note that it should have reflected a date of (B)(6)-2019.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. On (B)(6) 2019, patient noticed pain and a thickness beneath the skin on the insertion site. Patient was taken to their general practitioner who treated the insertion site with acetaminophen and anti-inflammatory medication. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.